Event description:
Customer reported that his insulin pump was not giving him any blood glucose measure. He stated he had to re-enter the blood glucose he gets off his meter since his insulin pump does not receive the blood glucose from his meters. The customer was assisted with receiving his blood glucose from his meters. He also reported variances between his three meters. The customer declined to troubleshoot. Customer's blood glucose was 113 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).